Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2020 from the care partner of a (B)(6) male with multiple comorbidities including end stage renal disease, stating the patient experienced high blood pressure (nos) and vomited during a standard home hemodialysis treatment on (B)(6) 2020. Additional information was received on 10 jun 2020 from the home therapy nurse (htn) who stated treatment was terminated without rinseback, 911 was called and the patient was admitted to hospital on (B)(6) 2020 where they received one unit of blood. Per the htn the patient is scheduled for discharge on 10 jun 2020 to resume treatment with the nxstage system. Although requested, no additional details were provided.